Event description:
A malfunction was reported on a customer's pump, with a malfunction code of malf 6, but no notable events were noted prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, and after the reset, the malfunction code did not recur. The customer continued to use the pump and was advised to contact support if the issue reappeared, which the customer understood.